Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via medwatch mw5186811 that, "during a case, a taka suction broke in two pieces while in use. The pieces were retrieved and no harm to patient." No report of injury.